Event description:
Potential for injury associated with a controller malfunction on an m91 power chair. The controller can affect other activities of the power chair and, in addition, this event could cause the user to become stranded.